Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. No moisture damage on electronics was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 600 mg/dl. He treated his high blood glucose with a manual injection. The customer also reported noticing his reservoir being wet when he pulled it out of his insulin pump. Customer believed his insulin pump had moisture/fluid exposure. The customer also stated the moisture/fluid exposed to his insulin pump was insulin. He also stated he was unable to complete the rewind sequence on his insulin pump. The customer could not check his alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.